Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the catheter sleeve broke. The target lesion was located in the mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a rotawire floppy to the lesion. The physician completed two ablation runs for 20 seconds at 160,000 rpms,however the burr kept stalling: restriction was noted. During removal it was noted the mid outer sleeve of the rotalink burr was broken and leaking saline. The procedure was completed with a 1.25mm rotalink burr. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the catheter sleeve broke. The target lesion was located in the mid left anterior descending (lad) artery. The physician advanced a 1.5mm rotalink burr over a rotawire floppy to the lesion. The physician completed two ablation runs for 20 seconds at 160,000 rpms, however, the burr kept stalling: restriction was noted. During removal, it was noted the mid outer sleeve of the rotalink burr was broken and leaking saline. The procedure was completed with a 1.25mm rotalink burr. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint unit noted that the catheter sheath was torn/split approximately 22.5cm from the strain relief and blood was evident in the catheter sheath. It was not possible to wet test the catheter device due to the saline leak. The distal sheath and the burr were microscopically examined. No issues were noted with the distal sheath and the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the dfu states " if the hemostasis valve is tightened excessively, it can crush the sheath around the driveshaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).